Manufacturer narrative:
Product event summary #s7 camera cycling other relevant device(s) are: product ID: 9 733575, serial/lot #: (B)(4). A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the cable was damaged during assembly on site. There was jacket damage around where the cable was inserted into the staff cart tube and camera arm attach. When tested for continuity, pin 8, 11, 12, 13, and 14 were open. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera was cycling. New install, no patient present.